Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy, and the patient did not feel stimulation, with the therapy confirmed on. The patient stated that their implant worked for two weeks then they stopped feeling stim, stopped getting symptom relief, and was also having trouble going number two. The patient reported they fell on their knees and arms twice during the month of (B)(6). The patient stated their stim was on at 0.7v, raised it to 0.9v and reported they felt stim on the left side of their vagina which made it uncomfortable to walk. The patient was to follow up with their healthcare provider (hcp).

Event description:
Additional information received from the patient reported that the step taken to resolve the lack of stimulation/symptom relief and constipation included working with an assistant to set stimulation on 7 for more response. The person was helpful and the job was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.